Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. Cause of low bg was unknown. The customer went to the emergency room (ER) on (B)(6) 2023 however, they were unable to provide further information regarding the low bg event and the ER visit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.